Event description:
On (B)(6) 2022 a patient lead replacement surgery to extract a fractured lead was aborted due to patient anatomy (difficulty with patients scarred tissue). Therapy is still on post-op. A lead extraction is planned tentatively in the future.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2023 wherein the lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, during a lead revision to replace a fractured lead, the lead got hung up in the epidural scar tissue. The revision was aborted, and the patient was sent to neurosurgery for extraction and replacement. The t8 lead was still in place along with the 3664 ipg. Therapy was back on using only the t8 lead. It was reported on 11 jan 2023 the stuck t6 lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.